Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of dissection and angina are listed in the multi-link 8 instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the patient has 11 bare metal coronary stents (bms) implanted, many of which are manufactured by abbott. All of these stents have "clogged up." Her first stents were implanted in 1997 and had a myocardial infarction during a stenting procedure due to the severity of the coronary lesion that was being treated. As part of the patient's testing to be medically cleared for surgical repair of her deviated septum, she had underwent a stress test that yielded abnormal results. On (B)(6) 2013, the multi-link stent was implanted in her saphenous vein graft. On (B)(6) 2013, she experienced sudden chest pain and extreme, abnormal fatigue for which she took several sublingual nitroglycerin tablets. The following day, on (B)(6) 2013, her left main coronary artery was stented with the xience xpedition stent. Since the stenting on (B)(6) 2013, her symptoms have not returned. The interventional cardiologist had advised her that she had a weakened artery and that there was a tear that required treatment. This tear worsened from march to april. The patient believes that this "tear" occurred from the (B)(6) 2013 procedure. There was no additional information provided.